Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex percutaneous coronary intervention, one resolute onyx coronary drug eluting stent failed to cr oss the lesion. The lesion was calcified and in the left anterior descending (lad) artery. A non-medtronic guide extension catheter (gec) was used to advance the stent to the lesion. The stent failed to cross the lesion and when pulling the stent back into the gec, the stent came off the delivery catheter/balloon. The stent was subsequently jailed using another stent. The patient is doing well. No further patient complications have been reported as a result of this event.